Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions

Event description:
Consumer reported complaint for high control solution test results. The acceptable glucose control solution test result range is 87 to 117 mg/dl. A control solution test was performed by the customer and produced test results of 194 mg/dl, which is above the acceptable range. Control solution lot# not provided.